Event description:
Port a cath inserted 10/13/93. On 10/23/93, after chemotherapy infused, portacath checked for blood return, had good blood return. Portacath ws flushed. After needle removed, orange fluid seeped out of needle site. Pt. Was treated as extravasation.on 11/1/93 pt. Had surgery. Portacath was accessed and it could be seen that heparinized saline was flowing out of the catheter at the point of connection. Also noted that the actual sleeve of the catheter had completely fractured and was lying free, a portion of it was lying completely free around the silastic tubing. Portacath was removed.